Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-0523216 this medwatch is being filed to relay additional information. The following sections were updated/corrected: b4,b5 d4, g4, g7, h2, h3, h4, h6 and h10. D4: UDI:(B)(4). 4247 - appropriate term/code not available:the cause of the reported event was due to the damaged head reported issue: on (B)(6), 2019, it was reported that the unit was not cutting skin properly. The customer returned a dermatome an device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(6) as documented in the repair reports. Device evaluations results/investigation findings: product review of the dermatome an on july 25, 2019 revealed that the calibration and motor speed were both within specifications. The control bar was in the correct position. The head had visible damage. The customer hose and width plates were not returned for evaluation. Repair of the dermatome an was performed by zimmer biomet surgical on july 25, 2019 which included replacement of the thickness control shaft, machined head, semi-circle bearings, and vespel bearings. Dermatome an, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the cause of the reported event was due to the damaged head that was noted during the product review. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit was not cutting skin properly. The event involved no harm and no delay and occurred during testing. No adverse events were reported as a result of this malfunction.